Event description:
It was reported that the patient's knee was stiff. Scar tissue was removed and the knee was cleaned out. A polyethylene exchange was performed.

Manufacturer narrative:
This report will be amended when our investigation is complete.